Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, instrument arcing issue was noted. The customer reported arcing during the use of monopolar curved scissors (mcs) and fenestrated bipolar instrument was observed. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, instrument arcing issue was noted. The customer reported arcing during the use of monopolar curved scissors (mcs) and fenestrated bipolar instrument was observed. The customer noted that the cable on the fenestrated bipolar instrument was broken. The customer took the fenestrated bipolar instrument out of the service and was planned to get it analyzed by there in house control. The technical service engineer (tse) recommended to send the instrument for further evaluation. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The clinical sales representative (csr) stated that customer reported sparks. The msc instrument was replaced and there was no injury to the patient. The csr was not present during the procedure and was not able to provide any additional information.